Manufacturer narrative:
No other tests performed on the pt samples were found to be discrepant. A field service engineer (fse) was dispatched to the customer's site. A cracked bun electrode was replaced. No other hardware issues were observed with the analyzer. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bec) to report that an erroneously high blood urea nitrogen (bun) result was generated on their synchron cx3 delta clinical system. The customer reported that the erroneous result was not reported outside of the lab. There was no impact to pt treatment associated with this event. The customer reported that quality control (qc) results were within the lab's established ranges prior to the event. The customer reassayed the pt sample on another analyzer in the lab as well as repeating the analysis on the original analyzer. A lower expected result was obtained.